Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u700 processor on the distribution node pca board. Pins 9, 11, and 16 on u700 were out of tolerance. The root cause for the defective u700 component could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was receiving frequent adjust belt messages. The pt was issued a replacement electrode belt.